Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, the battery charger would not power up, and the c/a board scorched. The root cause for the damaged board was product contamination causing a short to ground. The short circuit resulted in catastrophic failure. No adverse event resulted from the defective battery charger. The pt received a replacement charger.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his battery charger smelled like it was burning when he plugged it in. The pt was sent a replacement battery charger.